Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer experienced an elevated blood glucose (bg) displayed as "high"; although a specific value was not provided. Customer used fill tubing process to address the bg. The customer will continue to use the current pump for insulin therapy.